Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. The device was inflated and water was seen leaking from the balloon. The balloon fibers were stripped and a compound rupture was noted on the barrel of the balloon. Therefore, the investigation is confirmed for a compound rupture. It is likely that the user perceived the rupture as a hole. The definitive root cause for the identified compound rupture could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 05/2020).

Event description:
It was reported that during an angioplasty procedure an alleged hole was found on the pta balloon. Another balloon was used to complete the procedure. There was no reported patient injury.